Event description:
The customer reported that during use of this tendon stripper, it broke inside the surgical site. The broken piece was retrieved without injury and minimal surgical delay. No additional info is available.

Manufacturer narrative:
Investigation results; to date an eval has not been completed for this device. A follow-up report will be sent upon completion of the eval.